Manufacturer narrative:
(B)(4). Batch # 169a58. Component code: (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one (B)(4) device was returned with the anvil bent upwards, the closure trigger and anvil were received in the closed position with the knife partially advance and a (B)(4) reload loaded. The test battery was inserted in the device and the knife returned to home position and the jaws opened as expected. The reload was received fully fired and with the cartridge damaged in the left side on the distal end. No functional test was performed due to the condition. Of the device. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during the lung surgery, after fired, could not open the jaw. Opened the jaw manually with big force. There were no adverse consequences to the patient. No additional information could be provided.